Event description:
It was reported that this left ventricular (lv) lead was repositioned due to diaphragmatic stimulation. To date, this lead remains in service. No additional adverse patient effects were reported.